Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 10 years 3 months post implant of this aortic bioprosthetic valve, it was replaced valve-in-valve due to aortic insufficiency. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that 10 years 3 months post implant of this aortic bioprosthetic valve, it was replaced valve-in-valve due to moderate regurgitation, stenosis and increased gradients. No additional adverse patient effects were reported.  If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received additional information that 10 years 3 months post implant of this aortic bioprosthetic valve, it was replaced valve-in-valve due to moderate regurgitation, stenosis and a reported mean gradient of 37 mmhg. No additional adverse patient effects were reported.  If information is provided in the future, a supplemental report will be issued.